Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d11 the following sections were updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. D11:znnâ¿¢, cmn connecting bolt, asia cat# 00249000364 lot# 15.145873 visual examination of the returned product identified the cutting blades have been fractured. Not all the pieces were returned. Part and lot numbers are verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: znnâ¿¢, cmn connecting bolt, asia cat# 00249000304 lot# 15.145873. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while reaming for the lag screw in a cm nail, the lag reamer flute fractured. Attempts have been made and additional information on the reported event is unavailable at this time.